Event description:
Hill-rom received a report from the account stating the brakes were not holding tightly. The bed was located in the bed shop at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the brakes were loose because the I-bolt on the rod end of the brakes needed adjustment. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician adjusted the I-bolt on the brake rod end to resolve the issue. Based on this information, no further action is required.